Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed, and the findings did not replicate or confirm the customer reported event. There was no physical damage. There was no problem detected. The instrument was fully functional. No product issue was found. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the permanent cautery hook instrument's hinge did not look right. Part of the clear yellow plastic looked detached from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred outside of a surgical procedure. There were no report of fragments falling within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.